Event description:
It was reported that the user experienced hypoglycemia after making a meal announcement and subsequently disconnected from the ilet due to fear of going low, consistent with prior user error involving meal announcements and use of meals as corrections. Symptoms included low blood glucose with a nadir of 50 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates (soda, juice, and crackers), recovery to 73 mg/dl by fingerstick, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and education regarding appropriate meal announcements and avoidance of using meals as corrective actions. Investigation of this case revealed user-related operation inconsistent with intended use, with no alerts reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices and preemptive disconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.